Manufacturer narrative:
A qualified service engineer evaluated the system and confirmed the reported issue. The solenoid was replaced to resolve customer¿s immediate concern. The defective part was disposed of while on-site. No further information is available. The system has returned to service with no similar issues reported.

Event description:
A customer reported the swivel mechanism of their epiq 7 ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. The field service engineer replaced the solenoid to resolve the immediate issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.